Manufacturer narrative:
The customer found gel on the sample probe, replaced the sample probe, and has had no further issues. The field service representative confirmed the instrument was operational after the probe change. The most likely root cause for the issue was the damaged sample probe. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable test results for two patient samples using the albt2 tina-quant albumin gen.2 assay; two patient samples using the ldl_c ldl-cholesterol plus 3nd generation assay; and two patient samples using the crpl3 c-reactive protein gen.3 (crpl3) assay on the cobas 8000 c 502 module. Of the data provided, only the questionable low crpl3 test results were released outside of the laboratory. All results are in units of mg/dl. Patient a: the initial result was 0.03 with a data flag; the repeat result was 0.8. Patient b: the initial result was 0.03 with a data flag; the repeat result was 0.6. No adverse event occurred. The crpl3 reagent lot number is 20245601 with an expiration date of 02/28/2018. Calibration and qc were acceptable. Investigation activities are ongoing.